Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that when the 10mmx2.50mm wolverine¿ coronary cutting balloon¿ was inflated it burst at six atmospheres on the first inflation after 1 second. There were no patient complications and the procedure was completed with another device.